Event description:
Customer informed our service department on (B)(6) that one of our products was involved in a case in which the patient sustained a laceration.

Manufacturer narrative:
The device sent in was carefully inspected, taking into account the available information regarding the course of the incident. It is not assumed that the slight deviation in pin force of the device's torque screw found within this investigation did contribute to the incident described. As no causal link could be established between the device sent in and the incident described, it cannot be excluded that the pinning technique in this case was not optimal, as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."